Manufacturer narrative:
Unique device identifier: (B)(4). Device history record: the DHR shows no abnormalities related to the reported failure. The mayfield skull clamp (a1059) was returned for evaluation: failure analysis: the returned unit passed all specific functional testing requirements, except for the lock having rotational movement. When the unit is properly positioned and put under pressure the unit will function properly. Unit needs heli-coils added to large starburst threads. General maintenance and cleaning required. Unit also needs heli coils added to large starburst threads. Root cause: the reported complaint was not confirmed. The evaluation found no device deficiencies that would have contributed to the reported complaint. Repairs could not duplicate slippage. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield skull clamp (a1059) slipped during an unspecified case causing a laceration to the patient.